Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. While positioning a taxus express2 3.5x16mm, drug eluting stent in the left main, the stent partially dislodged from the device. When trying to remove the device, the stent was caught on the sheath and dislodged in the femoral artery. The stent embolized to the profunda artery where it was successfully removed with a snare. The procedure was completed with a new 3.5x16mm taxus stent. No patient complications occurred. Patient status is satisfactory.